Event description:
Customer reported the system intermittently displays a low ma error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the low ma null level. System operates as intended. This MDR is related to ge healthcare.